Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a patient alert for low impedance on the right ventricular (rv) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed and the inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation was ruptured. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead became extrinsically fractured due to pulling/stretching/overstress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.